Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had a cardioversion on 2018-(B)(6) and, after the procedure, they were unable to turn it back on. It showed a doctor with a stethoscope and code "por". It was noted that the device was turned off prior to the cardioversion. They met with a manufacturer representative (rep) who interrogated the machine and it turned back on again. They had no problems since then. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was having problems turning their implantable neurostimulator (ins) back on. No patient symptoms were reported and there were no complications. Indication for use is gastrointestinal/pelvic floor.